Manufacturer narrative:
The data management system (dms) review confirmed proper system function, with a low glucose alert appropriately triggered at the time of event. No further investigation was required. The system remained in active use with current data.

Event description:
On may 06, 2026, senseonics was made aware of a user's hypoglycemic event. The user reported that the event led to a car accident. At the time of the incident, sensor glucose (sg) was recorded at 44 mg/dl, and a fingerstick blood glucose reading was reported at 24 mg/dl, confirming a critical low glucose state. Although the system registered a low glucose alert at 3:10 pm when sg was 61 mg/dl, the user indicated they did not perceive or recognize any alerts prior to the accident. The user sustained minor bruises but reported feeling better after receiving treatment from paramedics and the emergency room hospital staff, with no new medications prescribed beyond pain management. The event was not attributed to the device itself, and the user's healthcare provider has been informed. Device data management system (dms) review confirmed proper system function and up-to-date usage.